Manufacturer narrative:
The returned component is very worn from being used beyond the recommended lifetime of the device. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2011. During the procedure, the surgeon reamed and broached up to 14mm. However, the 14mm stem sat about 5mm proud. The surgeon repeated reaming and broaching several more times. The 14mm stem toggled in the femoral canal, but still sat proud. The procedure was completed implanting a cemented 12mm stem that was on hand with no delay to the procedure or injury to the patient.